Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported there was low vacuum during irrigation/aspiration phase of a cataract extraction procedure. The case was completed without harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event of low vacuum. However, the company service representative did not find any nonconformities with the system. The company service representative found that the irrigation/aspiration (I/a) handpiece was leaky. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).